Manufacturer narrative:
Result: broken foot left brake ring. Broken motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was cracked, and the foot left brake ring was broken. It is unk if there was pt involvement or adverse consequences to report.